Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) the customer observed that the label did not have the correct expiration date. It appears the label was adulterated through the distribution process based on photos and the distributor invoice which has the wrong information. This event occurred 65 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer complained that there was manipulation in expiry date"

Event description:
It was reported that while using bd bactec¿ standard anaerobic/f culture vials (plastic) the customer observed that the label did not have the correct expiration date. It appears the label was adulterated through the distribution process based on photos and the distributor invoice which has the wrong information. This event occurred 65 time(s). There is no indication that false results were reported to health care practitioners. There is no indication of patient impact. The following information was provided by the initial reporter: "customer complained that there was manipulation in expiry date".

Manufacturer narrative:
H.6 investigation summary: catalog 442024, batch no. 1153247. Customer complained that there was manipulation in expiry date. The expiration date been tried to change from 2022-06-30 to 2022-08-30 by distributor. Bd was unable to reproduce customer experience with bactec¿ product. Retention samples were visually inspected with satisfactory results. Batch history records review did not identify any evidence from which the customer submitted the complaint. A complaint history review was conducted and only the current complaint was found relating to the incident lot number and the ¿as reported¿ defect code. Complaint is confirmed based on photos. These vials/carton labels were counterfeited by changing the expiration date from jun'22 to aug'22. No corrective actions were required. The product was counterfeited outside of bd cayey. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigational process. H3 other text : see h.10.